Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation and a bilateral capsular contracture baker grade I". Device has been explanted.

Event description:
Healthcare professional reported "right side deflation and a bilateral capsular contracture baker grade I". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on anterior side assessed as surgical damage and one opening on patch/shell bond edge side assessed as unidentified (tear) opening (shell thickness within specification). Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: crease flat is observed. Wear abrasion is observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.